Event description:
Customer reportedly received results of 310 mg/dl and 140 mg/dl within 10 minutes on the aviva system. Customer took novolog based on the result of 310 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.